Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: analysis of the returned device identified; broken shell and underweight. A visual and microscopic analysis was performed which identified; striated broken shell on posterior and missing shell (0-25%). Based on the device analysis the final assessment is: missing shell due to inconclusive. A striated edge broken due to surgical damage consist in the use of some surgical a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device laboratory advised they received a device. Later medical staff reported a left side device rupture observed during explant surgery.

Event description:
Healthcare professional reported a right side device rupture observed during explant surgery.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: b.5., d.4., d.10.